Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received by the MFR indicating a pt underwent vns generator and lead replacement surgery due to lead discontinuity. Attempts for further info have been unsuccessful to date.